Event description:
A patient with a previously implanted guidant endograft (date unknown) with distal migration out of the neck, causing the cuff to lie at a 45degree angle in the aneurysm sac. The endologix 34-34-100rl suprarenal extension successfully repaired the leak.

Manufacturer narrative:
Endologix does not manufacture the guidant device.